Event description:
Vent was turned on, patient was connected. Low volume alarm started. Circuit check - no problem appeared. The low minite volume alarmed. Patient taken off ventilator. No flow noted from ventilator when circuit was removed. Even with manual breath being used. Ventilator was removed from wheelchair. Leak test was attempted-vent would not pressurize.